Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure completed as planned on the same system since the problem was intermittent. It was reported that the system was unable to perform exposures with the wired footswitch intermittently. Upon further inspection, philips remote service engineer (rse) suspected the wired footswitch failure or high voltage failure. Fse reseated and cleaned the footswitch and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures with the wired footswitch intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.